Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post initial procedure (exact date was not provided), sac growth was identified during a routine follow up. An intervention was completed. The physician elected to implant two (2) ovation ix extenders to treat this patient. No further information has been provided. As of the date of this report, there have been no additional patient sequelae reported. Additional information: during the investigation, clinical personnel identified a type ib endoleak of the left common iliac artery and the final patient status was discharged on the second post-operative day following a secondary endovascular repair.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the sac growth event is unconfirmed due to a lack of relevant medical imaging. During the investigation the clinical personnel identified a type ib endoleak of the left common iliac artery upon review of the 36-month post angiogram. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms were identified. The final patient status was discharged on the second post-operative day following a secondary endovascular repair. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: h6: remove result code 3233. H6: remove conclusion code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post initial procedure (exact date was not provided), sac growth was identified during a routine follow up. An intervention was completed. The physician elected to implant two (2) ovation ix extenders to treat this patient. No further information has been provided. As of the date of this report, there have been no additional patient sequelae reported.